Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿revision right tka sigma polly insert¿. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that sigma xlk cvd plus ins 4 10mm presents nothing indicative of a device nonconformance. The device exhibits an overall worn appearance and signs of extraction damage on the front side. It is not unreasonable to find this type of damage after explantation considering the device has been implanted for over 18 years. A dimensional inspection and functional testing were not performed as they were not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the sigma xlk cvd plus ins 4 10mm would not contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided and it was not possible to retrieve the lot number for this device.

Event description:
Additional information received: a. Was there any patient consequence related to the event? ¿ no primary patella at the time of primary surgery. The patella required arthroplasty. B. Reason for revision. ¿ patella arthroplasty.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the right tka sigma polly insert was revised. Doi: (B)(6) 2005. Doe: (B)(6) 2024.